Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. Upon investigation the belt was unable to communicate with an electrode belt. The cause for the failure was isolated to a shorted u723 processor on the distribution node pca. The root cause for the shorted u723 processor could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was causing service code 204 (belt/monitor unusable).